Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) of lot number 6614467 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 400cc mentor smooth round moderate plus profile saline breast prostheses, experienced breast asymmetry, soft and droopy left side and capsular contracture baker grade iii on the right breast post-operatively. Patient reportedly noticed the softening of the implant. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the right breast prosthesis.